Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date in 2025 and topical skin adhesive was used. Dermatitis was observed after using adhesive. The dermatitis (contact and sensitization) was observed after the surgery. The wound complications continued and required treatment from a dermatologist. Also required resuturing. No sample will be returned. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What is the procedure name? Total knee arthroplasty procedures included total knee arthroplasty (tka) and anterior cruciate ligament (acl) reconstruction. What is the procedure date? Exact procedure dates are unknown; procedures were performed between october and december of last year. What date did the reaction occur on? Exact dates are unknown; reactions occurred postoperatively. What does the reaction look like and how large of an area does the reaction cover? ¿ postoperative dermatitis consistent with contact and sensitization dermatitis was observed at the surgical site; exact appearance and affected area size are unknown. Do you have any pictures of the reaction? No photographs are available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, dermatology treatment was required in multiple cases, and one patient required re-suturing due to wound complications; specific medications are unknown. What is the most current patient status? The current patient status is unknown. Can you identify lot number of the product that was used? Unk. Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? This information is unknown. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No, the product involved or a representative sample is not available for evaluation . Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of products used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.